Event description:
The service center reported that this n65 pulse oximeter is missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
Verified unit missing segments. Was isolated to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the unit passed testing. The serial number provided is not in our system. Have request serial number to be verified. (B)(4).